Event description:
Event description update/correction: information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient was having problems with their pump and they needed a revision on their pump. The pump was going all the way out and was sticking out, causing pain and the pump was rising to the top of their skin and rubbing on the skin making it raw. The patient noted they had been waiting for the revision surgery for almost 3 months and they never had this problem before. The patient asked if there was anyone else they could talk to about possibly getting the revision taken care of because they were afraid the thing was going to go through the skin and they wouldn't have a big hole in their stomach. The patient mentioned they had never received any relief from the pump since the trial. Physician listings were sent to the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient was having problems with their pump and they needed a revision on their pump. The pump was going all the way out and was sticking out, causing pain and the pump was rising to the top of their skin and rubbing on the skin making it raw. The patient noted they had been waiting for the revision surgery for almost 3 months and they never had this problem before. The patient asked if there was anyone else they could talk to about possibly getting the revision taken care of because they were afraid the thing was going to go through the skin and they wouldn't have a big hole in their stomach. The patient mentioned they had never received any relief from the pump since the trial. Physician listings were sent to the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.